Event description:
It was reported that during a cardiac ablation procedure, upon initiation of the first radiofrequency application, the ventricular t achycardia terminated to sinus rhythm. While radiofrequency ablation continued, the patient's implantable cardioverter defibrillator began asynchronous pacing, likely due to noise reversion mode and undersensing of native conduction caused by interference from the radiofrequency signal. This asynchronous pacing resulted in an r on t phenomenon, which spontaneously initiated ventricular fibrillation. The procedure was temporarily interrupted, and an external direct current cardioversion was performed and patient's rhythm was converted to back into sinus rhythm. The procedure was completed with affera without further incident. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.